Event description:
It was reported that a patient presented with extra cardiac stimulation and cardiac perforation noted on the right ventricular lead. The lead was explanted and (B)(6) 2025. No adverse patient consequences were reported.